Event description:
A nurse reported that a peritoneal dialysis (pd) patient experienced a fluid leak associated with pd treatment. Fluid was discovered during an unknown phase. Fluid was discovered in the pump module area and fluid leaked from inside the machine. In a follow up, the nurse verified the fluid leak event and said there was no harm or intervention for the patient due to the leak. The cycler was a training cycler in the clinic and is available to return for investigation.

Manufacturer narrative:
Correction: a.3., d.9., h.3.

Manufacturer narrative:
Additional information: d.9, h.3. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient experienced a fluid leak associated with pd treatment. Fluid was discovered during an unknown phase. Fluid was discovered in the pump module area and fluid leaked from inside the machine. In a follow up, the nurse verified the fluid leak event and said there was no harm or intervention for the patient due to the leak. The cycler was a training cycler in the clinic and is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient experienced a fluid leak associated with pd treatment. Fluid was discovered during an unknown phase. Fluid was discovered in the pump module area and fluid leaked from inside the machine. In a follow up, the nurse verified the fluid leak event and said there was no harm or intervention for the patient due to the leak.the cycler was a training cycler in the clinic and is available to return for investigation.